Event description:
At the end of a bronchoscopy procedure a 1/4 inch size burn was noticed on the outside of the patient's throat. The area was dressed and covered. There are no further consequences known.